Event description:
The patient has two leads from the same lot. It was reported the patient stopped receiving effective stimulation after experiencing an unspecified accident. Reprogramming to provide resolution was unsuccessful. The patient may undergo x-rays for further investigation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.